Event description:
The pt is a right hand dominant heavy equipment operator who underwent a volar opening wedge osteotomy and a tricortical bone graft from the right iliac crest to reconstruct a malunion of the left distal radius in 06. Post operatively, the plate bent and then subsequently fractured. The pt was advised that based on the position of the fracture fragments that repeat plating of the reconstruction as well as possible use of more bone graft this time from the ipsilateral iliac crest was indicated. The possibility of using non-bone graft substitutes were also discussed with the pt. The pt agreed to this surgical plan and asks us to proceed. The pt was informed of the risks and benetifs of surgery. Non-surgical options were also explained. The pt was given an opportunity to ask questions and all questions asked were answered. No guarantees of the outcome of surgery were expressed or implied. The pt requests that we proceed with surgery as planned. A consent form was read, understood, signed, witnessed and is present in the pt's chart. The pt was taken to the operating room and identified as. General anesthesia was performed by the anesthesiologist. The pt was supine on the operating table. The leftarm was extended on an arm board. A tourniquet was applied to the left upper extremity over webril padding. The left upper extremity and ipsilateral iliac crest were prepped and draped in the usual sterile orthopaedic fashion. The pt's previous surgical incision was used as the guide for today's surgery. It was extended somewhat proximally to allow for dissection through the scar tissue. The arm was exsanguinated using the esmarch and the tourniquet was inflated to 250 mm of mercury. The skin was incised over the line drawn. The incision was carried down through the level of the soft tissues using a combination of sharp and blunt dissection. The flexor carpi radialis tendon sheath was incised and the flexor carpi radialis tendon was retracted ulnarly. A longitudinal incision was made in the posterior aspect of the flexor carpi radialis tendon sheath. This incision was carried down to the level of the pronator quadratus and volar radial periosteum by blunt dissection retracting the flexor tendons and median nerve ulnarly. A longitudinal incision was made in the pronator quadratus muscle at its attachment to the radius leaving it tagged for later reattachment. The fractured plate was found and was removed. Two of the screw holes used for the plate were then used to place an ao fixator which was used to distract the osteotomy fragments into a more anatomic position. After distraction, the radius was in a nearly anatomic alignment with a slightly increased volar tilt and a fairly normal radial inclination. The pt did have slightly ulna positive deformity, but based on his difficulty with getting a fracture healed it was elected to place no further additional bone structural bone graft at this time, but to accept this position. The external fixator was removed and a synthes volar wrist plate and 5 screws proximal to the osteotomy and 4 screws distal to the osteotomy was then placed. Intraoperative c-arm imaging was used to confirm the reduction as well as the appropriate position and length of the plate and screws. All screws outside the radial carpal joint. At this point, the reconstructed distal radius was irrigated with 1 liter of normal saline. The wound was dried and the volar cortical bone was scalloped using an osteotome. Op-j which had previously been mixed with the pt's blood on the back table was then placed around the plate and around the osteotomy site. At this point, the pronator quadratus was reapproximated using 3-0 supramid suture. The tourniquet was then leg down. The wound was copiously irrigated with normal saline and hemostasis was obtained using the bovie cautery and pressure. The wound was reapproximated using 5-0 prolene in an interrupted fashion., xeroform gauze and a bulky hand dressing with a long arm splint holding the wrist in supination was then applied. The pt tolerated the procedure well. There were no complications. He was taken to the post anesthesia recovery room in stable condition. Postoperative plan: the pt was discharged to home with prescriptions for oral analgesics and antibiotics. The pt will likely be immobilized in long arm immobilization for a period of 4-6 weeks post operatively. The pt will follow up in 1 week for a wound check and dressing change.